Manufacturer narrative:
The coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00394. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of concerto premature detachment. It was reported that during preparation, the concerto coil was placed in a heparin solution and the coil unintentionally detached. The coil was not used on a patient.

Manufacturer narrative:
Event description date manufacturer received - additional information type of report - additional information follow-up type - additional information device codes - additional information h10. Additional manufacturer narrative - additional information based on the new event description, this event is no longer reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a corrected event description: during preparation, when the concerto coil was placed into the heparin solution, then was unable to pass through the hub of the microcatheter.